Manufacturer narrative:
Following a detailed device analysis, it was noted that the condition of the returned unit was consistent with the complaint incident. A visual and microscopic examination found damage to the distal edge of the stent, tip damage and that the hypo-tube had broken approx 8.2 cm distal from the catheters strain relief. The hypo-tube damage is consistent with excessive force being applied to the delivery system. The first row of the distal edge of the stent had two struts that were slightly misaligned. The stent damage is consistent with the delivery system encountering some form of restriction. The tip was slightly flared. This tip damage is consistent with guide-wire movement during attempts to cross the lesion. No other kinks or damage were noticed along the shaft of the device. A recommended sized product mandrel was inserted through the lumen with no restrictions noted. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. A review of the mfg documentation found that the device met its material, assembly and product specifications at the time of release to distribution. Taking into consideration the thorough evaluation conducted and the details of the complaint, this investigation will be assigned the most probable root cause classification of operational context.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. However, the returned product confirmed that there was stent damage. The physician attempted to place a taxus express2 3.0 x 24 mm drug eluting stent to the 99% stenosed lesion located in the calcified, severely tortuous, mid left anterior descending (lad) artery, but while advancing to the lesion, a shaft fractured. The stent delivery system (sds) was removed and the procedure was completed with a different device. No pt injuries or complications were reported. Pt status post procedure is noted as good.